Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the volume discrepancy was unknown. The patient's baseline weight was 148 lbs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported that on (B)(6) 2017, a pump refill was performed and the old fluid was replaced with 19 cc of similar solution. The patients pump was telemetried and found to have 5.6 cc of old drug within. A refill kit was utilized to access the reservoir with ease and 9.8 cc of old drug was removed. Since the patient only called and informed the office of the withdrawal symptom she was experiencing on (B)(6) 2017, our office has no means to telemetry the pump and find the actual reservoir volume. Actual reservoir volume-unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl (1,900.0 mcg/ml at 799.7 mcg/day) and bupivacaine (12,000.0 mcg/ml at 5,050.0 mg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the subject called the office on (B)(6) 2017 at 10:17 stating that they were having withdrawal. The clinical diagnosis was back pain causes the withdrawal symptom. It was indicated the event was related to the device or therapy. The pump was refilled and reprogrammed on (B)(6) 2017 and the issue resolved without sequelae the same day. Additional information received from a healthcare provider via a clinical study reported that the pump increase didn't do much in terms of pain relief. Additional information received from a healthcare provider via a clinical study updated the device diagnosis to pump reservoir volume discrepancy. It was noted that per the provider, the withdrawal and back pain were caused by the volume discrepancy.